Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an atrial pacing impedance measurement greater than 2000 ohms. Additionally, oversensing occurring which resulted in inappropriate atrial tachycardia response (atr) events. The minute ventilation (mv) feature was programmed off. No adverse patient effects were reported.